Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: e1 (initial reporter). The device was investigated for the reported autofill failure and gas loss alarm. Although the issue could not be reproduced, log review confirmed multiple gas loss events in the iab circuit. Further testing identified failures in the pneumatic interface module and safety disk leak test. The pneumatic interface module was replaced. The device subsequently passed all functional, safety, calibration, and preventive maintenance checks, meeting factory specifications with no further issues observed. The following investigation was performed by the technician of the maquet failure analysis and testing dept wayne nj. The failure analysis and testing dept received part number 0997001178 with a reported unit failure of the safety disk leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r no failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 000207d008 rev av

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure and gas loss in iab circuit malfunction. There was patient involvement but no harm reported.